Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer changed the pump supplies to address the elevated (bg) and occlusions, and successfully resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. H3 other text : device not returned